Event description:
Information was received from a consumer who reported the recharger was acting goofy as they would start charging the neurostimulator, and after 10 minutes it would shut off. There were no messages on the screen. During the call the patient was able to start a charging session and saw a low recharger battery message. The green light was not on the desktop charger as the power cord wasn¿t plugged in. After it was plugged in they saw a green light on the power supply and the recharger started charging. The consumer was going to continue to charge the recharger and call back if the issue continued. The patient mentioned the connector pin was a ¿little loose¿ but nothing out of the ordinary.

Manufacturer narrative:
Section d10 references: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37651 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6) , ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.